Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts were unsuccessful for part return and additional information. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts were unsuccessful for part return and additional information. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was discovered during check up on the unit by the user facility. The unit was plugged in to charge overnight and when turned on the next day, it displayed a "battery cannot be charged" message. Per the field service representative (fsr), the user facility cancelled their request for repairs.

Event description:
It was reported that during use of the device for a non-clinical activity, the battery back-up was not working. There was no patient involvement.

Manufacturer narrative:
As per manufacturer's sales associate, the user facility's perfusionist confirmed that the battery charged to sufficient levels.